Manufacturer narrative:
Medical device catalog #: an invalid catalog # of vh 22 ega was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: the tubing is installed at 4.10 p.m., regularly monitored, at 6.30 p.m. A blood leak is detected at the connection with the tap. Reinfusion of the patient, already difficult to infuse blood contact for the staff. It is thought to be a blood leak at the connection to the tap.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: the tubing is installed at 4.10 p.m., regularly monitored, at 6.30 p.m. A blood leak is detected at the connection with the tap. Re infusion of the patient, already difficult to infuse blood contact for the staff. It is thought to be a blood leak at the connection to the tap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-18. H6: investigation summary. One vh-22-ega sample was received without packaging for investigation. The lot number was not available and there was residual blood inside the device. Also included was an unknown extension device. A visual inspection confirmed the customer's experience as the male luer tip from the vh-22-ega had broken and remained connected to the female luer of the unknown extension device. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a lot number was not provided as part of the investigation, a review of the production records was performed against the vh-22-ega product over the past 12 months. Previous investigations of a similar nature have indicated that the broken male luer could be the result of the needle free injection connector not being compatible with the male luer of the vh-22-ega device and an external force having been applied to the male luer component could cause breakage. Additionally, feedback from previous complaints of a similar nature have also indicated that repeated exposure of the component to alcohol can weaken the surface of the luer making it more susceptible to damage during engagement and disengagement to a female luer. H3 other text : see h.10.